Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's lvad system was producing low flow alarms and pumps stoppages. The patient was asymptomatic. A representative of the manufacturer's technical services reviewed the submitted log file. Two very brief pump stoppages were confirmed. Each of these events lasted only 3 seconds, and both occurred while the patient's lvad system was connected to the power module. X-rays revealed an area of concern in the driveline shielding distal to the driveline exit site. However, it was unable to be confirmed if a cable fracture was present at the point. The patient's lvad system was placed on an ungrounded power module patient cable, and no additional pump stoppages occurred. On (B)(6) 2017 technical services arrived onsite and performed a distal end percutaneous lead (driveline) replacement. Additional pump stoppages occurred after the exchange. On (B)(6) 2017 the patient received a pump exchange to another manufacturer's device.

Manufacturer narrative:
Device evaluation: an approximately 16 inch section of the external percutaneous lead (driveline) was returned for evaluation following the driveline replacement on (B)(6)2017. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or metal shielding was observed. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient¿s lvad system continued to have alarms post driveline replacement. The patient underwent pump exchange on (B)(6)2017. Vad-(B)(4)was returned assembled. All parts of the sealed inflow conduit were returned. The sealed outflow graft, bend relief collar, and outlet elbow were returned. The outflow graft bend relief was not returned. Vad-(B)(4) was returned with the driveline cut approximately 5.5 inches from the pump housing, and a 13.5 inch portion of the severed driveline was returned. No damage to the outer jacket of the driveline was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Distortion to the bionate layer was identified at approximately 8.5 inched from the pump housing. Furthermore, a cut to the bionate was identified at approximately 10.5 inches from the pump housing. The bionate layer was removed and breakdown of the metal shielding was identified at approximately 8.5 inches from the pump housing. The metal shielding was removed and visual inspection of the wires found a breach to the yellow, orange, and red wires at approximately 10.5 inches from the pump housing. This damage coincided with the bionate damage, and likely occurred during explant. However, the exact time the damage occurred could not be conclusively determined. The black, brown, and green wires were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test revealed current leakage in the insulation of the black wire that would have resulted in an electrical short. A closer inspection identified a breach to the black wire at approximately 6.5 inches from the pump housing. The damage appeared to be consistent with abrasion damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying black wire conductor was exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The evaluation of vad-(B)(4) driveline confirmed the presence of driveline damage. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.